Manufacturer narrative:
Evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted: device came in very dirty, front cover had nicks and scratches, water tank cover was cracked on all four corners, enclosure had a crack under the quick connect, quick connect was corroded, line cord faded, pole clamp discolored, and the reflux plug was contaminated. Functional testing was unable to duplicate or replicate the reported problem. The lcd performed correctly contrary to the customer complaint. The complaint was not confirmed. No lcd damage was noted. However the reservoir and tank cover were found cracked. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. Replaced the membrane switch, quick connect, enclosure, water tank cover, plate clip, microswitch (microswitch would not pass electrical), line cord, pole clamp, reflux plug, and front cover. Device passed functional testing after the completed repairs.

Event description:
It was reported that the device was returned because the liquid crystal display (lcd) was damaged. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.